Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient¿s drug infusion device. The drugs being delivered were 60 mg/ml morphine at 18 mg/day, 15 mg/ml bupivacaine at 4.5 mg/day, and 57 mcg/ml fentanyl at 171 mcg/day. It was reported that there had been a gap in the incision for 2-3 weeks. The pump was visible to the eye. There were no known environmental /external/patient factors that may have led or contributed to the issue. There was no troubleshooting performed. Actions to resolve the issue included the pump being explanted, pocket washed out with multiple liters of antibiotic solution, pump replaced, incision closed. The issue was resolved at the time of the report. There were no further complications reported/anticipated.